Manufacturer narrative:
The device was not returned for analysis, however, based on the information included in the description investigators were able to confirm that the device was used in an off-label manner as the catheter is only indicated for ablations of the pulmonary veins. Additionally, the st segment elevation is a known inherent risk of the catheter as it is called out in the device's labeling.

Event description:
It was reported that during a procedure the patient experienced a st elevation. During a procedure to treat atrial flutter in the cavotricuspid isthmus (cti), a farawave catheter was selected for use. Prior to ablation, the physician administered a 1 mg bolus of nitroglycerin and waited approximately one minute before delivering the first lesion set. Around ten lesions were delivered. Approximately three minutes after the initial bolus, the physician requested an additional 500 mcg of nitroglycerin. Between lesion sets, st elevation was observed. A cardiologist was called to perform a coronary angiogram, which confirmed coronary artery spasm. A bolus of nitroglycerin was then administered directly into the coronary artery, resolving the spasm as observed via fluoroscopy with contrast. The physician completed the cti line ablation using the farawave catheter. The total nitroglycerin dose administered during the procedure was 4000 mcg, with only 1000 mcg given before the spasm occurred. The remaining dose was administered afterward. The procedure was completed. The patient remained hospitalized but is expected to fully recover. The device is not expected to be returned, it was disposed.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during a procedure the patient experienced a st elevation. During a procedure to treat atrial flutter in the cavotricuspid isthmus (cti), a farawave catheter was selected for use. Prior to ablation, the physician administered a 1 mg bolus of nitroglycerin and waited approximately one minute before delivering the first lesion set. Around ten lesions were delivered. Approximately three minutes after the initial bolus, the physician requested an additional 500 mcg of nitroglycerin. Between lesion sets, st elevation was observed. A cardiologist was called to perform a coronary angiogram, which confirmed coronary artery spasm. A bolus of nitroglycerin was then administered directly into the coronary artery, resolving the spasm as observed via fluoroscopy with contrast. The physician completed the cti line ablation using the farawave catheter. The total nitroglycerin dose administered during the procedure was 4000 mcg, with only 1000 mcg given before the spasm occurred. The remaining dose was administered afterward. The procedure was completed. The patient remained hospitalized but is expected to fully recover. The device is not expected to be returned, it was disposed.